Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 40mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and received unknown treatment in the hospital by their healthcare provider. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hypoglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.